Event description:
It was reported that the patient underwent implant of a leadless pacemaker to work in conjunction with an existing subcutaneous implantable cardioverter defibrillator (s-ICD) system (implanted almost two years prior). During the implant procedure for the leadless pacemaker, the patient experienced repeated onsets of monomorphic ventricular tachycardia (vt) episodes. The vts were not converted by the s-ICD system, and it was discovered that the in-situ electrode had become dislodged from its original position. External cardioversion was required and was successful in terminating the vts. Four days following the implant of the leadless pacemaker, the patient collapsed and became unconscious. Review of the device data indicated the patient spontaneously went into a ventricular tachycardia (vt) with appropriate sensing and detection. Anti-tachycardia pacing (atp) was delivered and appeared to have broken the rhythm very briefly; however, the rhythm then accelerated to ventricular fibrillation (vf) and five shocks were then delivered which were not effective. Multiple subsequent episodes of shock delivery occurred in an effort to convert the vf and were unsuccessful. An ambulance arrived for the patient and cardiopulmonary resuscitation was performed which was also unsuccessful. The patient expired. An autopsy was not performed per request by the patient's family.